Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the 6b failed full height cubie drawer controller board. The field service engineer was inspected and had bad slide rail. The issue was resolved by replacing the slide and full height drawer controller board. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer containing heparin vials was stucked. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.